Event description:
It was reported a trochanteric fixation nail hardware removal due to the lag screw cutting out. When the lag screw cut out, it destroyed the proximal femur. The original implant took place on unknown date two months prior. The sales consultant was not present during this procedure. Reportedly, the hardware removal procedure was successfully completed and the screw removed, with no patient injury. It was also reported that the surgeon felt that the removal was not implant related but was due to lack of technique. This report is for an unknown nail. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: implant approximately two months prior to explant. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.